Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that auxiliary drawer 6 was not detected on the bus due to a malfunction within the drawer itself. A field service engineer resolved the issue by replacing the affected drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a malfunction in which the auxiliary drawer 6 was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and this incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.